Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholesystectomy procedure, "the clip on charge in the jaw." The clip did not load properly into the jaws. The clip was not able to be fired from the device. The clip did not fall into the cavity. There was no blood loss, tissue loss or damage. Surgical time was not extended more than 30 minutes. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.